Event description:
It was reported that, during the implantation procedure, there was a lead insertion problem on the 0-7 electrode block side. It was not possible to insert the lead. It was stated that it was possible to insert the lead in the 8-15 electrode block. The ins was replaced. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).